Manufacturer narrative:
The customer report of console displayed unknown error message was not reproduced during evaluation of the thermogard console ((B)(4)); however, was confirmed during review of the event log. The console was received with no physical damage. The console was functionally tested and found no functional issue. As part of routine service during testing, the internal parts of the console were inspected. It was indicated that the mid14 (bg power supply) and mid16 (software) error messages occurred intermittently and this is due to a loose power cable connection. The power cable connection was then securely connected. Following the repair, the thermogard passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with (B)(4).

Event description:
It was reported that the thermogard ivtm system alarm was set off and displayed an unknown error message. No information was provided if the event occurred during thermogard console setup or during use on a patient. The customer tried to clear the error, however, the issue persisted. No known patient consequences were reported. No further information was provided. In addition, the thermogard xp ivtm system was tested by the technician and the user's complaint could not be duplicated. Console passed the self-test without any errors.